Event description:
It was reported that the implantable pacing lead was attempted, not implanted. During the implanting procedure, after the lead was placed, it tested with bad parameters. The lead was removed and a different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).